Event description:
The customer reported cassette stuck and hydrogen peroxide delivery failure. When the asp field service engineer was repairing the unit he found an oil mist coming from the vacuum pump. The customer stated that there were no physical complaints related to the reported oil mist. The asp field service engineer repaired the unit.